Event description:
It was reported to philips that the heartstart mrx defibrillator had an intermittent ops check failure for pacer and defib test. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted once the investigation is complete.